Event description:
It was reported patient experienced heating sensation at the ig site several times a day. Heating was not present when stimulation was turned off. As such, surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.